Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and high capture thresholds were observed on the atrial lead. The lead was capped and replaced successfully. The patient did not experience any adverse effects.